Event description:
On (B)(6) I received essure birth control device. I immediately began having pain and excessive bleeding, cramping and passing large clots during my period. The dr assured me this was not due to essure but I was worse than prior to having essure. On (B)(6), I developed an abscess under my right breast that requires surgery. This was due to an awesome unexplained bacterial infection. In (B)(6)2015, I developed a similar infection in my left thumb. The day after I finished antibiotics for that infection, I developed a rash over about 80% of my body. This rash was severely painful and covered the area from my neck to my knees front and back. At first the rash was red and raised but soon it developed small white pustules on the surface. This rash persisted from (B)(6) 2015 to (B)(6) 2015. During this time I was biopsied, gave multiple blood samples, had a CT scan, was prescribed high doses of prednisone, went into a diabetic state requiring add'l medications, had x-rays but never received a diagnosis. My hair began falling out. I have severe joint and muscle pain, hand and foot tremors, headaches, nausea, abdominal pain, pain during sex, brain fog, autoimmune rashes and dizziness all of which I attribute to the essure birth control device. Prior to (B)(6) I was healthy since having this device implanted my health has been very poor. Essure birth control still implanted but will be removed in the next few months.